Manufacturer narrative:
User facility report (B)(4) was received on 2/14/2014 and is attached. The manufacturer was unable to conduct an investigation of the explanted device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator reported that the pt was readmitted on (B)(6) 2012 with acute abdominal pain and left sided numbness (international normalized ratio of 1.1). Labs were reported as lactate dehydrogenase (ldh) 1900, potassium (k) 2.5, creatinine (cr) in the 3s, and echocardiogram (echo) revealed lv slightly larger than it was before. The pt had hematuria the next day, more heart failure (hf) symptoms - dizziness, increased constant nausea. A vad ramping was done at the base speed but the left ventricle did not decrease with increase in pump speed to 9600. The aortic valve was opening with event beat, dual inotropes started with no improvement in symptoms. Integrilin and heparin were administered x 1 day with no decrease in ldh, so tissue plasminogen activator (tpa) was administered the following day. Tpa then went from 9s to 6s-7s and stayed there. Ldh began to fall to 2000, (peaked at 4000) but no improvement in offloading of heart with another bedside echo. The pt had hematemesis; therefore, tpa was stopped after 1 day, ldh had increased since tpa stopped. Even with improvement in ldh and powers, creatinine continued to rise, was currently at 8.5. The pt was not a candidate for a pump exchange or a transplant. The pt has increasing dysrhythmias and 2:1 heart block + renal failure/cardiogenic shock. The pt expired on (B)(6)2013 due to suspected pump thrombosis, cardiogenic shock, multi-organ system failure. No autopsy was performed.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
Additional information was received via an intermacs report on 2/14/2014 stating that the patient was supported by two inotropes at the time of developing cardiogenic shock. Due to medication non-adherence, difficulty with follow up, and unstable social situation, he was not a candidate for cardiac transplant, and as a result, also not a candidate for vad exchange.